Manufacturer narrative:
Neurostimulator model 37702 (B)(4) implanted: 2009-(B)(6) explanted: na, lead model 39286-65 (B)(4) implanted: 2009-(B)(6) explanted: na, programmer model 37743 (B)(4), programmer model 37743 (B)(4), accessory model 37752 (B)(4), lead model 3777-75 (B)(4) implanted: 2009-(B)(6) explanted: na, lead model 3777-75 (B)(4) implanted: 2009-(B)(6) explanted: na.

Event description:
It was reported that the patient experienced increased baseline pain while stimulation was turned on following a car accident almost three years ago. The patient experienced whiplash and increased cervical pain followed. Additional information has been requested, but was not available as of the date of this report. See MFR. Rep. # 3004209178-2011-09803.